Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker installed a new battery retainer assembly. After observing proper device operation through functional and performance testing the device was returned to the customer for use. The cause of the missing battery retainer could not be determined.

Event description:
The customer contacted stryker to report that their device was missing the battery retainer assembly. In this state, the batteries may not be secured in the battery wells. As a result, defibrillation therapy may be delayed or would not be available if needed. There was no patient use associated with the reported event.